Event description:
It was reported that the customer fell on the pump and the touch screen is now unresponsive. No impact to customers blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.